Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation for the events of foreign material in the light guide cover lens and air water channel, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. It is likely the following led to the malfunction: dust or dirt problem identified. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the light guide cover lens and air water channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of primary UDI number. Corrected fields: d4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.